Event description:
The customer contacted physio-control to report that their device would no longer power on under battery power. The customer installed new fully charged batteries, but that did not resolve the issue. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and found an inductor, designator l4, was electrically open due to being broken. The open inductor prevented the device from powering on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.